Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported that the pt's right leg was amputated earlier in year just below the knee. The pt received hemodialysis on (B)(6) 2011. The intra-aortic balloon (iab) was inserted via a sheath in the pt's right femoral artery. The pt was receiving intra-aortic balloon pump (iabp) therapy for approximately 18 hours when on saturday night, (B)(6) 2011 at 22:12, the (B)(4) received a call from the sister in the medical intensive care unit (ICU). The sister expressed concern that there was blood in the iab catheter / line. According to the sister, she "called the technicians as well as the doctors, but could not get anyone to come and have a look." The sister also expressed her concern about the pump. The (B)(4) asked if the pump alarmed. The sister said "the pump has not been alarming." The (B)(4) left home immediately to go to the hospital. According to the (B)(4), the sister phoned again a few minutes later to say that the pump was alarming at that time. The (B)(4) told the sr to switch off the pump immediately and asked the sr "how far the blood was visible in the line and whether it has reached the pump" and the sister answered him in the affirmative. When the (B)(4) arrived in the medical ICU, it was immediately clear that the iab catheter was compromised. The connector to the iabp was full of blood and when the (B)(4) disconnected it from the iabp, it was noted that there was also blood in the cold trap. At this time, the (B)(4) called the md and informed him that the iab catheter should be removed asap. The md removed the catheter approximately 00:06. On (B)(6) 2011, the pt went for surgery and at that time another iab catheter was inserted. There was no reported pt death or injury. It was reported that the pt did not require medical / surgical intervention. The iabp therapy was interrupted, however, for how long is unclear. The pt received the second iab while in surgery. At the time of this reported event, the pt was still in the surgical ICU and receiving iabp therapy.